Manufacturer narrative:
Device received with missing display window cover, cracked case(battery tube) and cracked battery tube threads. P-cap locked in place properly during testing. Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that part of the insulin pump was turned off where the screen was on the insulin pump at the top of the screen and there was a black strip. The blood glucose level was at 120 mg/dl the time of incident. Customer stated that the reservoir ring was not damaged. The insulin pump will be returned for analysis.